Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-6410 main pump tubing had a pressure malfunction. This was discovered during a case and the patient was harmed through extravasation. Per facility: "pump ii was used. At the end of the knee arthroscopic operation, the femur was greatly swollen. Water had entered the femur from the arthrodesis. The joint capsule is torn and the lateral posterior part of the thigh is waterlogged and stiff. Range of motion is a little worse, but not enough to warrant additional treatment. The patient is under observation."

Manufacturer narrative:
The complaint is not confirmed. One unpackaged ar-6410 was received for evaluation. Visual inspection identified no apparent issues with the device. Functional testing with a known good ar-6480 pump revealed no issues. The tubing and the pump were able to achieve the desired pressure settings (35 and 120), and both triggered a pressure fault alarm and error when the fluid source was removed, as expected. When an over-pressure was simulated by clamping the tubing when the pressure setting was at 120, the rollers stopped and an alarm was triggered, as expected. The device works as intended.